Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest. The right atrial (ra) lead exhibited dislodgment in to the right ventricular (rv). The ra lead was repositioned and remains in use. The right ventricular (rv) lead slack had been pulled and slack was re-added. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.